Manufacturer narrative:
Device received unable to perform the displacement test due to completely broken reservoir tube lip. However, insulin pump passed the self test. No unexpected missing segment/partial display anomalies noted. Insulin pump received with cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir was broke when tightening. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.